Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone; data not available. Cloud - omnipod 5 software app version; data not available. Cloud - smartphone operating system; data not available. Cloud - smartphone hardware; data not available. Cloud - cgm sensor type; data not available.

Event description:
It was reported the patient's blood glucose level rose to 26.9 mmol/l (484.2 mg/dl). The pod was reportedly leaking while worn for between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). The pod was discarded.